Manufacturer narrative:
Add'l info has been requested and if available, it will be submitted in the supplemental report.

Event description:
"The customer reported via the sales rep that the locking wire of the implant wouldn't clip into the base plate and it broke off. The sales rep further reported that the procedure was completed with n2vac insert instead of x3 insert with no adverse consequence to the pt."